Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with chipped top case corners, cracked bottom case by l-bracket and right plunger case; tamper seals was intact. There was evidence of the error or reported problem in the event history log. The reported problem was not duplicated (1-cannot duplicate any primary audible alarm error and 2- cannot duplicate base task timeout). The investigation was unable to determine the intermittent of the error and found no damage to the speaker. For preventative action (1- replaced speaker as a preventative measure and 2- no action was required to correct the temporary wifi interruption. The pump was performing as intended). The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a primary audible, auxiliary control unit (acu) watchdog and base task timeout. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.